Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit would not power up. Customer has verified that the ac power is going to the power supply. The customer reported there was no patient involvement.

Manufacturer narrative:
The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. The service history record for this device indicates the customer has received a part replacement information and no new complaints have been reported if the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.